Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) was contacted, reviewed the available data and recommended follow up with the physician; however, the follow up was cancelled. This ra lead remains in service. No adverse patient effects were reported.